Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 18mm amplatzer cardiac plug was chosen for an implant using a 14f amplatzer torqvue delivery system. During the procedure, the lobe could not opened properly after reaching the intended position. Device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment. There was a little angle in the delivery system, probably less than 10 degrees. A new 18mm amplatzer cardiac plug was successfully implanted. It was note that the patient was in stable condition. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with an 18mm amplatzer cardiac plug is a 10f.